Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: no product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: unknown force used with torque wrench; screw implanted was longer than the screw removed. Not noted if there was a fractured part of the previous screw removed. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - foreign: sweden. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a right knee arthroplasty revision while the surgeon was placing the new articular surface, the screw fractured when it was being torqued. Operative notes from (B)(6), 2020 note that while the surgeon was attempting to insert the 12mm articular surface in place and began to screw in the screw, good fixation could not be achieved. While pulling with a torque wrench, the screw came off. The surgeon then had to replace the entire prosthesis. No adverse events were reported as a result of this malfunction.